Event description:
The customer reported that following a cardiac catheterization procedure in 2004, a vasoseal es was deployed. During the employment procedure, the j segment deployed into the tissue tract where it was visible. The locator was advanced back into the artery with the j segment deployed. The deployer stated they had felt resistance. The dilator was advanced and the collagen was deployed. The deployer was unsure if they had met resistance when they advanced the tissue dilator. Pulses were present following deployment. The pt was ambulated but, it was then noted that the pt had a cold leg, (approx 6-8 hours post deployment). The pt was taken to surgery and a clot was removed from the pt's leg. No further complications were reported.